Event description:
The customer contact reported the delivery did not stop intermittently when stop key was pressed. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the delivery did not stop intermittently when stop key was pressed. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the start and stop key intermittently did not respond when pressed. This was found to be due to a broken keypad. The cause of the broken keypad could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.